Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective cuvette. Replacement of the cuvette resolved the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of low creatinine patient results on their au5800 clinical chemistry analyser. The erroneous results were not released from the laboratory; thus, no change to patient treatment occurred. There were no reports of calibration or qc (quality control) issues prior to this event.